Event description:
Information received by medtronic indicated that the rewind was much slower, alarms were not as loud as they used to be, had unexplained no delivery alarms, middle button had a crack, insulin pump had rejected batteries, insulin pump rails were worn and loose, belt clip was not secure. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.